Manufacturer narrative:
At this time, no additional information is available. If new information is received, the event will be further updated.

Event description:
Boston scientific crm received information that this patient presented with redness and tension around the implanted device pocket. The device and associated electrodes had been implanted approximately two months prior and as a result, the physician elected to explant the entire system. While no adverse patient effects were reported, the patient was hospitalized.